Manufacturer narrative:
The customer reported that the product was not available for evaluation. The device was not returned for evaluation.

Event description:
It was alleged that the temperature therapy pad was leaking during use. Further information has not been provided.

Event description:
It was alleged that the temperature therapy pad was leaking during use. Further information has not been provided.

Manufacturer narrative:
Supplemental submitted to include UDI. The device was not returned for evaluation.

Event description:
It was alleged that the temperature therapy pad was leaking during use. Further information has not been provided.